Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the clinical staff cannot see the alarms from the other patients' rooms in the caregroup overview. Device was in use, no adverse event involving patient or user was reported.